Manufacturer narrative:
E1 address: (b))6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient exchanged their system controller due to some alarm. The patient presented to the hospital late and was admitted for observation purposes. Log files were submitted for review and they contained several odd low power and power cable disconnect alarms while the patient was using batteries.

Event description:
Additional information was provided that the cause of the alarm was unknown and the patient had no symptoms at the time of the alarm. Other than the system controller exchange there were no other troubleshooting performed.

Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of the system controller being exchanged in response to an alarm was confirmed via the provided log file. The log file captured several atypical powers cable disconnect alarms on (B)(6) 2024. These alarms appeared to have been caused by the voltage within the white power cable briefly fluctuating below the alarm threshold, and these alarms did not prevent the system from operating at intended speeds throughout the data. The patient¿s driveline was disconnected on (B)(6) 2024 at 00:20:58 to perform the reported controller exchange which appeared to be in response to one of the atypical power cable disconnect alarms, as the alarm was active at the time of the exchange. The system controller (serial number (B)(6) was not returned for analysis. However, an image of the controller was provided which displayed a power cable disconnect alarm correlating to the white power cable, consistent with the alarms observed in the log file. The root cause of the observed power cable disconnect alarms which appeared to have prompted the patient to exchange their controller was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with power cable disconnect conditions. Users are instructed to connect their disconnected / faulty power cable to a working power source in the event of a power cable disconnect alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.